Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Reportedly, the customer uses cold insulin and pump supplies longer than recommended, these actions are considered off label pump use.